Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer. Device was discarded by facility therefore, an investigation was not performed. A review of the lot history record (lhr) for this lot number found that the device met assembly and product specifications, no anomalies were found during mfg.

Event description:
It was reproted that the entire adenoid tip fell off.